Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient's stimulation was not on. The patient's programmer was lost in a fire so the patient was using the recharger to turn the device on and off. An overdischarge was suspected as the patient experienced recharge coupling difficulties. The healthcare provider (hcp) saw an end of service/end of life (eos / eol). Troubleshooting was performed, but the hcp was unable to read, recharge, or program the device. The device was replaced.